Event description:
The customer stated that the central monitoring system (cns) screen was a pink color and not showing any patient data. The cns was rebooted and a message of "setting failed check display" appeared. Ref MFR.#8030229-2015-00048